Event description:
It was reported that the patient was checked in the ER. The ventricular lead warning had tripped. The lead was not functioning in unipolar or bipolar. Device was removed from service. No patient complications have been reported as a result of this event. Addtional information received on medwatch report indicates pt seen in ER with c/o cough and weakness. Pt's heart rate was severely bradycardic. Ventricular lead found to be fractured upon removal.